Manufacturer narrative:
Analysis could not confirm the customer's comment as the device powered up with good batteries, however it was noted that there was evidence of non-manufacturer disassembling and reassembling. Both output connectors were broken. One plug case plug was missing. Five other case plugs are not installed. All six case screws and the hanger screw were not torqued correctly. The keypad on button was out of specification and collapsing. The hanger was cracked. The tube sleeve was missing. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not powering on even with a battery changeout. The caller indicated that basic troubleshooting was conducted but was not successful. The epg is expected to be returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was returned for service and subsequently tested out of specification during manufacturer's analysis.